Event description:
It was reported that the device had unexpected longevity due to right ventricular epicardial leads having chronic high thresholds elevating. The device and leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: p1501dr. The device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 5071 - 2 lead, implanted: (B)(6) 2006; 586638m lead, implanted: (B)(6) 2014; 4951m - 1 lead, implanted: (B)(6) 2006; 4951m - 2 lead, implanted: (B)(6) 2006. (B)(4).